Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 11/30/2023, the patient developed a rash and pimples under the sensor patch. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On 12/01/2023, the patient consulted a health care provider who prescribed an oral antibiotic medication (doxycycline). No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required. Upon follow up contact with the patient on (B)(6) 2023, the patient stated that the oral doxycycline was not prescribed to treat this reposed skin reaction and the patient treated the skin reaction with over the counter benadryl cream. It was determined that the patient allegation does not meet the criteria of a reportable event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2023-272132 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.